Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 573 mg/dl. Troubleshooting was not performed for high blood glucose. The customer stated that she had a bent cannula. Troubleshooting was performed for bent cannula. The insulin pump will not be returned for analysis.